Manufacturer narrative:
Investigation of retained lot hcg1090301: control: 10miu/ml hcg serum control lot: hcg120216-01. 100miu/ml hcg serum control lot: hcg120130-03. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 10miu/ml hcg serum control at 5 minutes reading time. (N=5). The 100miu/ml hcg serum control yielded clearly positive results at 5 minutes reading time. (N=5). Conclusion: from retained testing with in-house control, the client's result was not replicated, and the product performed as expected. No abnormal results were found during review of manufacturing document. Samples and product are expected to be returned and will be investigated upon return.

Event description:
Caller reported potential false negative serum hcg on the sure-vue hcg stat combo test. Repeat of the same sample yielded another false negative result. Time of sample collection was 17:38. Caller reported that "physician heard a heartbeat". Results from quantitative serum hcg performed on the siemans exl were still pending. No other pt info provided. Internal and external controls were fine. Kit was stored at room temperature. Three drops used. Read time was 5 minutes. Fresh specimen at room temperature was used. Pouch was opened just prior to testing.